Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Customer reported that their freestyle libre 2 sensor, "looked black inside, like it had burned." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre 2 sensor, "looked black inside, like it had burned." There was no report of death, serious injury, or mistreatment associated with this event.